Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. Strut 1 from the distal end was lifted and pulled in a distal direction. The crimped stent od (outer diameter) of the undamaged portion was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer shaft polymer extrusion found no issues. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. After pre-dilatation, a 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.75 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.